Event description:
It was reported that the biopsy needle in the unopened package appeared to be longer than the labeled lengthy of 10cm. Evaluation of the returned device revealed the needle was 13cm. The needle was not used for the procedure.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The investigation is currently underway.